Event description:
It was reported that a cartridge alarm occurred during pump. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded resolving the alarm and customer was able to resume insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.